Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc instructed the customer to perform precision testing on known samples, and results were within range and matched the results of an alternate instrument. Issues were not seen on any other patient samples. The cause of the discordant, falsely low ca and glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) and glucose (glu) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s), as they did not match the patient¿s clinical history. The sample was tested twice for ca and once for glu on an alternate instrument, resulting as expected. The sample was then retested on the original instrument, resulting falsely low. The results obtained on the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca and glu results.